Event description:
It was reported that the device was unable to be interrogated during an in-clinic follow-up. A magnet was applied in attempt to restore telemetry, but the issue persisted. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated that the device was able to communicate with remote monitoring at a later date.